Event description:
It was reported that the device was used during a laparoscopic prostatectomy, the tip of the active blade broke off. The drs replaced the instrument and continued the case. The broken tip was later found in the abdomen and moved. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 11.5mm from the top of the outer tube. The reamining portion of the blade was nicked at the location of the break point. The device was tested with the gen. The device functioned in air while being activated. In addition, the remaining portion of the blade penetrated and cut the chamois; however, the cut was not maximized to its full cutting power as in a conforming instrument. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.